Manufacturer narrative:
(B)(4). A sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred at the point where a clearlink extension set connects to a non-baxter IV catheter (18 gauge). The leaking occurred during infusion and the extension set did not tighten well into the IV catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.